Event description:
Revision Surgery due to Infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00076; 942-01-36F, S808 - Infection, Revision Surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.